Manufacturer narrative:
No product was returned, lot # was unk. Unable to evaluate the reported device or to confirm the reported observation.

Event description:
A user facility voluntary medwatch report was received from the FDA on 09/07/2004. The report stated that sometime in (B)(6) 2004, a physician performed a stereotactic biopsy. No resistance was encountered, however, the applicator tip was sheared off when the applicator was removed from the mt needle. The report further stated that since the applicator tip was non-radiopaque and not visible on post-procedure mammogram and since the tip was coated with partially coag blood product, the physician did not notice that a 3-4mm segment of the applicator was missing. Telephone follow up with the reporter revealed that no adverse patient event occurred. The manufacturer was not aware of this event prior to the medwatch report.